Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months, however no information could be found. Neither the part number nor the lot number could be determined. The set and box have been discarded. No further evaluation possible at this time.

Event description:
A peritoneal dialysis (pd) patient's nurse reported finding a fluid leak following the patient's treatment. The set was discarded. During follow up the patient's nurse reported the patient had no complications from the event.